Manufacturer narrative:
Additional devices implanted and/or related to this event: rlt351418/11003795. Results: the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Conclusions: the gore excluder aaa endoprosthesis instructions for use (IFU) state under instruction for use, the proximal aortic neck angulation 60 degrees.

Event description:
On (B)(6) 2013 this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. The patient had noted thrombus in the aortic neck, a very diseased superior mesenteric artery, and an aortic neck angulation outside gore excluder aaa endoprosthesis instructions for use (greater than 60 degrees). On (B)(6) 2013, it was reported that the patient expired due to bowel ischemia.